Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced hyperglycemia with a blood glucose of 540 mg/dl. Customer just started with insulin pump and was running out of insulin. Customer was assisted linking the transmitter and insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.